Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving saline (pfns, pbs) via an implantable pump for unknown indications for use. It was reported that the patient experienced severe post-operative pain (back and abdomen) with difficulty sleeping and remained in the hospital further than the expected 24 hour observation. Hydromorphone pc (IV) was increased to 0.4 mg with a 6.8 mg 4 hour lockout, the patient was started on fentanyl patch to 50 mcg/hour, tizanidine was increased to 8 mg three times daily and they were started on gababentin 300 mg three times daily. The patients pain improved.